Event description:
Two (2) discordant falsely depressed vancomycin (vanc) patient sample results were obtained on a dimension vista® 500 intelligent lab system. The falsely depressed patient results were not reported to the physician(s). The same sample was reprocessed on an alternate dimension vista® 500 intelligent lab system and the original system. Higher results were obtained and considered correct. One of the results obtained on the alternate dimension vista® 500 system was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding two (2) falsely depressed vancomycin (vanc) patient sample results obtained on a dimension vista® 500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. The cause of the event is sample specific due to poor sample quality impacting the proper sample aspiration and delivery of the sample to the cuvette. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.